Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that the filter extension set leaked during an unspecified continuous infusion. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. There was no report of patient harm.